Manufacturer narrative:
The initial MDR was related to the pk dissecting forceps instrument with material 420227-06 and lot n10160115717 was submitted in error. This device contains an improved design for the pitch cable and crimp retention which includes modifications to the distal and proximal clevis components of the instrument wrist assembly. This MDR is being retracted since the recurrence of the reported and observed failure mode (broken pitch cable with the new design) is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the pk dissecting forceps instrument associated with this complaint and completed its investigation. The instrument had 4 uses left at the time it was received. Failure analysis was able to confirm the customer reported event of wire broke. Visual inspection was conducted and the instrument was found to have a pitch cable broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis, and the clevis did not exhibit any damage or wear marks. Device history record (DHR) review-device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis, if to reoccur, could cause or contribute to an adverse event.

Event description:
It was reported that during a davinci assisted total benign hysterectomy procedure, the pk dissecting forceps instrument wire broke. The procedure was completed successfully with no reported patient harm or adverse consequences.